Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with a prolonged high followed by a low after the insulin pump cartridge was not secured and subsequently reinserted without rewinding, resulting in unintended insulin delivery due to the infusion set and cartridge connection being improperly seated. Symptoms included hyperglycemia and subsequent hypoglycemia. Outcomes included self treatment with oral glucose and no professional medical assistance or hospitalization. Investigation included troubleshooting and education with the user regarding correct cartridge installation and securing prior to connection. Investigation of this case revealed that the infusion system was deployed incorrectly, causing excess insulin delivery during correction of the high glucose. It was concluded that user technique related to cartridge seating and pump setup most likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.